Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. While removing the supplies at the end of their treatment, the patient noticed that fluid had leaked inside the cassette compartment of the cycler. The patient was able to complete their treatment on the cycler without complication prior to identifying the leak. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cassette used at the time of the incident was discarded. The patient has since received a replacement cycler and continued with peritoneal dialysis therapy without complication.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The alleged sample was discarded. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.